Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 81-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The dilator for 13cm 14 french peel away sheath would not advance completely into sheath. Defect was noted during preparation of the sheath on back table and did not touch patient. Pulled second sheath kit, which was used successfully. No patient harm was reported.